Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to total uterine vaginal prolapse. It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy, anterior and posterior repair with mesh implant, bilateral salpingo-oophorectomy, enterocele repair, perineorrhaphy, transvaginal tape, and cystoscopy. It was reported that on (B)(6) 2008 the patient underwent exploratory laparotomy, lysis of bowel adhesion, abdominal sacrocolpopexy, excision of enterocele sac, halban culdoplasty, cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06134. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to prolapse. Following insertion the patient experienced pain, bleeding, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that on (B)(6) 2008 the patient underwent mesh revision. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06134. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.